Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported multiple false negative hcg results using the consult hcg urine cassette test occurring over a couple months. The customer reported that 5-6 of the incidents occurred in (B)(6) 2017. The patients first received a positive result using home pregnancy tests. However, no confirmation serum testing was performed. Although requested, no additional information was provided.